Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was a defective drive train motor, likely attributed to the aging of the device. The autopulse platform was manufacture in 2008 and is 13 years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. A review of the archive data showed the occurrence of the system error - user advisory (ua) 139 (unable to hold compression position) message around the reported event date, thus confirming the reported complaint. The drive train motor brake assembly air gap was too wide (measured at 0.014"), which is out of the specification (0.008" ± 0.001") and is not adjustable. The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. The drive train motor, along with the clutch plate, was replaced to address the system error. Upon further testing, unrelated to the reported complaint, the autopulse platform displayed ua07 (discrepancy between load 1 and load 2 too large) error message during the power-on-self-test. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization results confirmed both the load cell modules exceeded the normal parameters. The load cell modules were replaced to address the ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
When the crew placed the patient in cardiac arrest on the autopulse platform (sn (B)(4)) for resuscitation, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message upon powering on. Immediately the crew reverted to manual CPR. No consequences or impact to the patient.